Event description:
It was reported that during a scheduled clinic visit, numerous non-sustained lead noise episodes were observed. Post-paced t-wave oversensing was observed on the near field channel resulting in non sustained lead noise. Programming changes were made successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.